Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with an unknown device. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that prior to fully suturing in the mitral annuloplasty band, the band was removed and replaced with a 29 mm bioprosthetic valve. The physician reported the patient needed a complete valve replacement. If information is provided in the future, a supplemental report will be issued.